Event description:
It was reported by the aci vascular closure specialist that the balloon of a (B)(4) vascular closure device 6f/7f ruptured while it was being prepped and the balloon was being tested. The device did not come in contact with a patient. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device revealed a taper to taper tear in the balloon, approximately 4mm from the balloon proximal tip. Blood was observed on the balloon and inside the inflation tube. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. After investigation, it was determined that the device did come in contact with a patient. The review of the (B)(4) (lot f1215904) indicated that the device lot met all established performance criteria prior to shipment